Event description:
It was reported that levetiracetam (3,000mg/200ml) was programmed to infuse via pump module. However, the rn noticed the medication bag was still "full" at the end of infusion. Per report, the rn "measured remaining fluid to be 100ml" despite the device displaying that 200ml had been infused. The rn called pharmacy "to see if maybe the medication bag was overfilled, however pharmacy stated exactly 200ml was in that medication bag." There was patient involvement but no harm. It was reported that the facility's biomed then "examined" the device. They reviewed the event and error logs from the pump during the reported event, "in which no alarms were seen to occur." Per biomed's review, "the nurse programmed the pump to deliver 200ml of medication at a rate of 800ml/hour, and the pump reported a successful completion of the infusion 15 minutes later." The biomed "ran" a test on the device using 200ml of saline at rate 800ml/hour and had the distal end of the tubing into a beaker. Per report, the "beaker measured only 100ml of saline," duplicating the reported issue. The biomed stated that preventive maintenance was performed on the involved pump in (B)(6) and it successfully passed. Bd received additional information. It was reported that the event occurred on (B)(6) 2025 at approximately 9pm. The patient eventually received the full dose after the nurse obtained another order dose of the levetiracetam (set up as a primary infusion) from the pharmacy and administered the remainder dose. The tubing was ref (B)(4). Per report, the patient did not have seizure activity, no abnormal lab results pertaining to the medication and the event did not impact the patient's discharge from the hospital. It was also reported that the customer is unable to return the tubing for investigation as it was discarded after the event.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that levetiracetam (3,000mg/200ml) was programmed to infuse via pump module. However, the rn noticed the medication bag was still "full" at the end of infusion. Per report, the rn "measured remaining fluid to be 100ml" despite the device displaying that 200ml had been infused. The rn called pharmacy "to see if maybe the medication bag was overfilled, however pharmacy stated exactly 200ml was in that medication bag." There was patient involvement but no harm. It was reported that the facility's biomed then "examined" the device. They reviewed the event and error logs from the pump during the reported event, "in which no alarms were seen to occur." Per biomed's review, "the nurse programmed the pump to deliver 200ml of medication at a rate of 800ml/hour, and the pump reported a successful completion of the infusion 15 minutes later." The biomed "ran" a test on the device using 200ml of saline at rate 800ml/hour and had the distal end of the tubing into a beaker. Per report, the "beaker measured only 100ml of saline," duplicating the reported issue. The biomed stated that preventive maintenance was performed on the involved pump in november and it successfully passed. Bd received additional information. It was reported that the event occurred on (B)(6) 2025 at approximately 9pm. The patient eventually received the full dose after the nurse obtained another order dose of the levetiracetam (set up as a primary infusion) from the pharmacy and administered the remainder dose. The tubing was ref 2426-0007. Per report, the patient did not have seizure activity, no abnormal lab results pertaining to the medication and the event did not impact the patient's discharge from the hospital. It was also reported that the customer is unable to return the tubing for investigation as it was discarded after the event.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion of levetiracetam was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. ¿ laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. ¿ the event was reported to have occurred on (B)(6) 2025. The time reported was 9:00 pm. ¿ on (B)(6) 2025 from 8:45:19 pm to 8:48:16 pm the pump module was selected three (3) times, it alarmed for operator walkaway for thirty-seven (37) seconds. Then an infusion was programmed with a rate of 600 ml/hr and a vtbi of 200 ml, the infusion was started. Shortly after the user paused the infusion and selected key unit channel off. ¿ at 8:48:18 pm the pump module was selected and programmed an infusion with a rate of 800 ml/hr and a vtbi of 200 ml. The infusion then was started. Forty (40) seconds later the device alarmed for occluded patient side, the user restarted the infusion. ¿ at 9:04:15 pm the infusion was completed (kvo). ¿ at 9:06:59 pm the facility programmed a test infusion with a rate of 800 ml/hr and a vtbi of 30 ml. The infusion was completed with no errors or alarms. No further infusions were noted that day, ¿ inspection and testing of the incident administration set could not be performed since the incident administration set or concomitant pcu were not returned for investigation. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under infusion of levetiracetam was not identified during the investigation. The returned device was found to be infusing within specification, was fully evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex codes a0401, a040502, a1801, g02017, g04088, g04067, g04037, c07, c23, c0601, d15, d11 not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.